Event description:
Pt undergoing cataract procedure. During the procedure, the turbosonic tip broke in half. The tip was in the plastic sleeve and was easily removed from the eye. There was no injury to the pt. The tip was replaced and the surgery continued.